Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. The customer's blood glucose level ranged from 324-450 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.